Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that the edge of the mesh delaminated during a laparoscopic ventral hernia repair. Device was tacked in place. No adverse consequences were reported.